Event description:
It was reported that after a supply change the user stopped receiving cgm readings on the ilet and dexcom apps, the system displayed a replace sensor now message, dosing stopped, and the user confirmed hyperglycemia with a fingerstick of 357 mg/dl; support assisted with pairing a new dexcom g7 sensor. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.